Manufacturer narrative:
Eval summary: review of surgical reports provided indicates surgical technique was followed. There are no returned products or x-rays available to study the implantation technique. Without return of product and/or x-rays, a probable cause for alleged deficiency or pain cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised for tibial baseplate loosening, pain, and lysis.